Manufacturer narrative:
The device has not been returned to the MFR for eval. If the device is received, a quality investigation will be performed and a f/u report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure, and the non-sterile battery fell out onto the sterile field. There were no allegations of adverse consequences or delays associated with this event.